Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection, pocket erosion, and cellulitis. Additionally, the crt-d was migrated and had a bruise was noted under the left breast area. Reportedly, the patient also had swollen breast area and fluid retention around the implant site. Furthermore, the patient advocate mentioned of the possible allergic reaction. No additional adverse patient effects were reported. The crt-d was explanted.